Manufacturer narrative:
The device has not been received for evaluation.(B)(4)

Event description:
Shaft of driver broke off at the weld just at the top of the anchor. Metal collar stuck on the top of the anchor and remains in the patient.